Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, fluid was noticed inside the cassette compartment of the cycler. Pt had no ill effects. Sample is available.